Event description:
The patient came to the floor with a tr band on her right wrist. I was informed that the band was inflated with 10 mls of air. After removing 6mls of air, the patient had a scant amount of blood beneath the band. 2 mls of air were added to the band. A recheck of the band showed an additional small amount of blood beneath the band so another 3mls of air were added back to the band, for a total of 9 mls. At 18:30 I attempted to remove 2 mls of air from the band, only to find that the band was completely deflated. It seems that the band was leaking air. The band was left on for an additional period of time to ensure no further bleeding occurred.